Event description:
Event description cpi received information indicating this implantable cardioverter defibrillator (ICD) was removed from service due to a "header issue". It was reported that the sensing portion of the endotak lead was capped due to an insulation problem, but that the shocking portion of the lead is still in service.